Event description:
It was reported that an externalized conductor was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 10.3cm to 12.7cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. The etfe coating was intact at the same location. Other internal insulation abrasions were found at 14.6cm to 15.7cm and 16.2cm to 16.4cm from the distal tip. The etfe coating was intact at these e locations.